Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 11/08/2008, the pt reported that for the past 2 weeks the adhesive on his insulin infusion set is not properly adhering. He stated he has had to change his infusion headset 6 or 7 times. He said he perspires a lot at his work and they "come right off." The sandwich technique was discussed with the pt and he was sent complimentary tegaderm dressings and a replacement box of infusion sets. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.